Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic gastric bypass procedure while stitching, the needle disengaged from the jaws of the device. There was difficulty toggling, loading, and unloading the device. The needle did disengage into the patient cavity, but was removed using graspers. The needle disengaged several times. An x-ray was not performed for the express purpose of locating the component or to ensure that all pieces were located. To complete the procedure, a second and third suturing device were used. No patient injury or extension in surgical time. Patient status is alive, no injury.